Event description:
The user reported a leak below the accuslide. According to the father, the pt had spun the tubing around the drip stand. From the reported information, there are no indications of serious harm or injury to the user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). This investigation confirmed the customer's complaint of leakage as the sample was received for examination with a tear in the tubing. There is no stage of the manufacturing process where this type of damage can occur and the tear in the tubing is not consistent with a material defect. The infusion had been underway for over one hour prior to the disconnection being identified which suggests that this fault was not initially present at set-up. Correspondence from the customer suggests that the action of the pt 'spinning the set around the drip stand' is the most likely root cause of the reported fault.